Event description:
It was reported the pt had a sinus lift and one implant was placed on (B)(6) 2012. On (B)(6) 2012, the pt experienced wrinkled gum, pain and fever (B)(6) 2013, the pt described a feeling of "wooden cheek". The pt condition was reported as unk. No further info was provided. Add'l info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.